Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Although the side of the impacted product is unknown, the lot and serial numbers for both breast prostheses were identified. A manufacturing record evaluation (mre) was performed for lot number 5824246, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date: may 13, 2008. Expiration date: may 12, 2012. Serial number: (B)(4). A manufacturing record evaluation (mre) was performed for lot number 5805160, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date: feb 29, 2008 expiration date: feb 28, 2011 serial number: 5805160-025 reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with a 425cc mentor smooth round spectrum saline breast prosthesis and experienced deflation on an unknown side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.